Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient received inappropriate therapy for rapid ventricular response with atrial flutter. The right atrial (ra) lead impedance was within specification prior to the shock, but is now low and out of range. The implantable cardioverter defibrillator (ICD) and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-53, lead, implanted: (B)(6) 2010. (B)(4).